Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in a moderately tortuous and moderately calcified vein side. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty of the shunt. During the procedure, the balloon was advanced for dilatation. However, during the first inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The device was removed by normal method and the procedure was completed with another of the same device. There were no complications reported and the patient is stable after the procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(4).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in a moderately tortuous and moderately calcified vein side. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty of the shunt. During the procedure, the balloon was advanced for dilatation. However, during the first inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The device was removed by normal method and the procedure was completed with another of the same device. There were no complications reported and the patient is stable after the procedure.